Event description:
The affiliate reported the customer alleged the vcs waste chamber (vc222) leaked fluid from a crack in the shoulder of the bowl involving unicel dxh 800 coulter cellular analysis system. Approximately 40 ml of diff/nrbc/retic waste leaked, and it was contained by the analyser cover. The customer did not come into contact with the fluid. The customer had on personal protective equipment (ppe): laboratory coat and gloves during the incident. Patient results were not impacted. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) noted vcs waste chamber (vc222) was leaking fluid, the chamber had cracked. The fse noted the unit was in operation but r flagging approximately 15% of results. The fse replaced vcs waste chamber (vc222) and resolved the leak; samples completed successfully. The unit conformed to the manufacturer's performance specifications. Eval code: waste chamber. The customer has an exposure control/risk management plan at the facility. (B)(4).